Event description:
The following has been reported: lvp pump that was reported to me that service needed. The av (actuator valve) pins and loading guide was cleaned. While testing pump there was no problems but there was a click sound. The following problem was found: pump initially set aside due to a tubing set problem. Logs were sent to ivenix. They were reviewed and determined to be caused by sticky pins. Cleaned and retested pump. No new issues to report. Pump to be returned to service. There was not any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The pump was returned for sticky pins. During investigation, the pump was powered on to check for the clicking noise as described in the description of event. The noise was confirmed. The loading pins had a slight drag. The pump was opened for investigation and it was discovered that the spring on the loading pin had spun around and slipped on the c-clip of the loading pin making it difficult for the loading pins to function properly. The spring needed to be replaced due to being stretched out of shape from being stuck to the c-clip. Additionally, the loading pins had a slight coating of dried substance. Also, there was a light coating of a substance on the frm flex cable without any indications of ingress. The frm cable has been replaced as a result as well as all lip seals. All pins have been cleaned. The pump successfully passed all functional testing.